Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemicolectomy, when transecting the descending colon, it was not possible since the handle could not be squeezed after pressing the green button although the loading unit was loaded properly. The surgeon was able to squeeze the handle and press the green button but there was a cracking noise when squeezing the handle. After this occurred, the handle was not any longer under tension to pull it. Because of trying several times, the colon were softly damaged and had to be transected deeper with a new handle and loading unit. The staple row was very weak and the staple row opened at one point. Since the anastomosis was leaking, it was resected and reapplied. The incident prolonged the anesthesia time and surgery time for 30 minutes or more and the tissue was severely traumatized. On the same day the patient bled heavily from the anastomosis. Conservatively, this complication was controlled.